Manufacturer narrative:
Manufacturer's evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a progav 2.0 shuntsystem (part # fx413t) was implanted during a procedure performed on an unknown date. According to the complainant, the device was believed to be operating in underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Gender: male, age: 6 years, height: unknown, weight: unknown.

Event description:
Investigation is completed

Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 shunt system was manufactured by a qualified employee on december 2020. Deviations during assembly did not occur. The product was finally tested as article fx413t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection in the first step of our investigation, we performed a visual inspection of the product. Salt- and tissue residues on the returned product detected. Permeability test the test showed that the progav® 2.0 shunt system is permeable. Computer control test the shuntsysten is within the specified tolerance. Internal inspection of product after dismantling of the valves, no deposits were found in both valves. Results based on our investigation results, we can identify a slowed outflow in the shunt system. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.